Event description:
It was reported while using bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml tubes, poor barrier separation was observed in 2 samples. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 4 photos and 1 video were provided for investigation. The photos/video were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally retention samples were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos/video provided.. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-may-2024. H.6 investigation summary: bd received 2 samples, 4 photos and 1 video for investigation. The 2 samples were visually inspected with no issues being identified. The photos/video were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally retention samples were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos/video provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml tubes, poor barrier separation was observed in 2 samples. There was no health impact or consequences reported.